Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a left atrial appendage occlusion (laao) procedure, a versacross connect kit was selected for use. The mechanical guidewire was advanced into the superior vena cava (svc) and then the dilator over the it. The physician took more than usual time while pulling out the mechanical guidewire from the dilator from the distal end. The watchman sheath remained in the patient and the versacross connect dilator and mechanical guidewire were removed together, in one piece, as the mechanical guidewire was not able to be pulled back into the dilator. Hence to resolve the issue, a new kit was opened. The procedure was later cancelled due to watchman device not meeting the "pass" criteria. The device is expected to be returned for analysis.